Event description:
It was reported that the wake button was sticking. Customer's blood glucose level was not impacted. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.